Event description:
The customer reported that he was hospitalized due to high blood glucose levels, with a reading of 250 mg/dl. The customer stated that he was riding his motorcycle, and was hit by a truck prior to the hospitalization. The customer suffered broken bones and possible spinal damage. The customer stated that the insulin pump has several scratches due to the accident. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification. No unexpected low battery or off no power alarms noted. The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. Unable to complete functional testing due to motor error alarm. Intermittent button press noted during testing due to corroded keypad trace. The insulin pump was received with a severely scratched lcd window, scratched casing and a bleeding lcd glass and a corroded motor home switch during visual inspection.